Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection and wound dehiscence is related to the prevena¿ incision management system. The prevena¿ incision management system lot number was not provided and was not returned; therefore, a device evaluation and device history record review could not be performed. Device labeling, available in print and online, states: warnings infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If infection develops, prevena¿ therapy should be discontinued until the infection is treated. The prevena¿ incision management system will not be effective in addressing complications associated with the following: · ischemia to the incision or incision area · untreated or inadequately treated infection · inadequate hemostasis of the incision · cellulitis of the incision area disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 09-sep-2025, the following information was provided by the patient: the patient was placed on a prevena¿ incision management system following her cesarean section. The device allegedly malfunctioned, resulting in an infection that progressed over the last couple years. Since then, she has required multiple hospitalizations and surgeries and has experienced recurrent infections. On 10-sep-2025 the following information received via clinical records from the hospital were reviewed: the patient presented to the emergency department on (B)(6) 2019 with wound pain and drainage. She underwent repeat cesarean delivery on (B)(6) 2019. A prevena¿ incision management system was placed over the wound, with staples for skin closure. The patient reported on 16-nov-2019, the prevena¿ incision management system no longer continued suctioning, was beeping, and fluid began to leak from the dressing. The fluid was brown in color with a strong foul smell. On (B)(6) 2019, the wound continued to drain foul discharge which soiled her clothing. She also reported feeling hot at times, with occasional nausea. The prevena¿ incision management system was removed revealing staples in place. Wound showed areas of dehiscence 2cm in length at the right aspect of the incision. Patient was admitted for management of deep wound infection plus abscess after cesarean delivery. She underwent an exploratory laparotomy and wound washout on (B)(6) 2019. The uterus was noted to be pink and overall well appearing. The patient tolerated the procedure well and was taken to recovery room in stable condition. The prevena¿ incision management system lot number was not provided and was not returned; therefore, a device evaluation and device history record review could not be performed.